Event description:
It was reported by the customer that when the pt was lowered onto the chassis while seated, the chair came away from the chassis and fell just as the wheels touched the floor. Chair and pt fell off chassis. No reported injuries.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (B)(4) on behalf of the MFR arjo hospital (B)(4). Please note that while this product is no longer manufactured, previous medwatch reports for this product may have been submitted for the mfg site arjo (B)(4). As of 06/15/2010, that number was de-activated due to the site no longer being a MFR. Going forward, complaints related to this product are to be handled by arjo hospital (B)(4) and any medwatch reports will be submitted under (B)(4). Currently, the nursing home will not allow an arjohuntleigh investigator to examine the lifter in question until their own h&s team has investigated the incident. Add'l info will be provided following the conclusion of the MFR's investigation.